Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having trouble connecting to charge the implanted neurostimulator (ins) since june 2023 patient stated they can get the ins to charge intermittently but now it is getting to the point where they have to fight to get 20 to 30% of charge in the ins before it stops charging. Patient stated the controller will show excellent charge quality and then it will jump over that and say not enough charge in the controller even though the controller is fully charged. Pt stated they have had the controller screen go blank and unresponsive twice and they had to reset the controller to get it to come back on. Patient verified no visible damage to the recharger cord / plug. The recharger does get hot during recharge, patient stated some of the time in order for it to work patient has to twist the cord one way or turn it another way patient stated if they leave it that way it will work for a while but the minute they move the cord the charge goes off again. The issue was not resolved. An email was sent to the repair department to replace the rtm cord.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.